Event description:
It was reported that immediately after intubation, the inflation tube detached, and reintubation was performed using a new tube. There was no report of harm or injury as a result of this event.

Manufacturer narrative:
The actual complaint product was not returned for evaluation, and no photographic or videographic evidence was provided by the reporter. In the absence of visual documentation, the complaint could not be confirmed; furthermore, without a returned sample for functional evaluation, the root cause could not be determined. The device history record for lot 2501tvu0101l was reviewed, and confirmed that the product was manufactured according to specifications. All information reasonably known as of 06 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that an airlife product is defective or caused serious injury.